Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having inadequate stimulation. Xray was taken which showed that the lead had migrated. The patient underwent a lead replacement procedure and was reportedly doing well postoperatively.